Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Additional information: evaluation codes; narrative text. The delivery system was not returned to edwards lifesciences, as it was discarded by the facility. Although CT images were provided, no relevant information was identified to support the evaluation. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A device history record (DHR) review performed did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history was reviewed and did not reveal any similar complaints. The complaint was unable to be confirmed; therefore, a complaint history review was not required. Additionally, the occurrence rate did not exceed the october 2019 control limits for applicable trend categories. The commander delivery system instructions for use (IFU), the system preparation manual and the system training manual were reviewed for instructions or guidance for proper use of the commander delivery system. No IFU/ training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed due to the device and applicable imagery not being available for return. Because the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. However, based on a review of the DHR and lot history, there is no evidence to confirm that a manufacturing non-conformance contributed to the complaint. No IFU/training deficiencies were identified. A review of manufacturing mitigations supported that the balloon and the associated delivery system have proper inspections in place to detect issues related to the complaint event. Since there was no reported leakage or de-airing difficulty during device prep, it is unlikely an out-of-box issue contributed to the reported event. Per the cer, leakage was observed during valve deployment. There was moderate/severe calcification/tortuosity in the vessel. Calcification can interact with the balloon affecting the balloon integrity and making it more susceptible to damage. However, a definitive root cause could not be determined at this time based on available information. The complaint for ¿balloon ¿ leakage¿ was unable to be confirmed. Since the device was not returned, presence of manufacturing non-conformance could not be determined. There is insufficient information to determine a definitive root cause. No labeling or IFU inadequacies have been identified and the trending category did not exceed the control limits. No corrective or preventative actions are required.

Manufacturer narrative:
Additional information provided indicated there were no abnormalities noted with the delivery system during prep. A leak in the balloon was detected during inflation upon first push of the atrion device. The balloon did not fill with contrast. Alignment was attempted in a straight section of the aorta. Patient is noted to be doing fine.  Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(6), during the implant of a 26mm sapien 3 valve, the commander delivery system balloon was observed to be damaged. The valve was not expanded and could be retracted through the esheath. A new kit was then opened, and a new valve was successfully implanted. The patient had no complications due to the additional maneuvers.